Event description:
Case description: this spontaneous report was received from a mexican physician via a sales representative and concerns a 55-year-old female patient. She was injected supraperiostic with a total of 3 ml of radiesse into the mandibular arch, jowls and marionette lines, on (B)(6) 2025. Batch number was reported as unknown. A 27g needle was used. The patient was previously injected with radiesse into the mandibular, on (B)(6) 2025, with no complications. The patient's medical history, allergies, concomitant illnesses and patient medical history that was considered relevant to the symptoms experienced and concomitant medications were reported as none. On (B)(6) 2025, 5 days after the radiesse injection, the patient experienced a vascular obstruction. She had moderate pain and skin hypersensitivity. On (B)(6) 2025, she had bedsores. Prescribed corrective treatment included aspirin 500 mg, pentoxifilin 400 mg, sildenafil, prednison 25 mg, warm compresses, and 20 ml of saline solution with 1500 units of hyaluronidase were also injected to the filler injection area. The physician considered that permanent damage to a body structure or function was avoided by the corrective measures taken. The patient's health status was good. On (B)(6) 2025, the pain remitted. On (B)(6) 2025, the patient was going to have next appointment. At the time of this report, the symptoms subsided, only the skin hypersensitivity still continued with the consequences on the skin (bedsores). The outcome of the event vascular obstruction was reported as resolved, in (B)(6) 2025. Due to the provided information, the outcome of the event skin hypersensitivity (bedsores) was considered as not resolved. In the opinion of the reporter, the events were related to radiesse. Follow up information was received on 24-feb-2025: the patient was injected with radiesse into the mandibular angle, double chin and chin, on (B)(6) 2025 (reported as 15 days prior to this report). Radiesse was diluted in a 1:1 ratio and injected using a cannula, without any complications perceived. The patient was injected with radiesse for the second time, supraperiosteally into the region of the mandibular angle, prejowl and chin, on (B)(6) 2025. Radiesse was diluted in a 1:1/3 ratio and injected using a needle. On (B)(6) 2025, on the day of the second radiesse injection, the patient experienced profuse bleeding in the injection areas. On (B)(6) 2025, the day after the second radiesse injection, there were no clear signs of obstruction or compression, but there was a sensation of inflammation. Capillary refill was adequate. The patient was prescribed acetylsalicylic acid and hyperbaric chamber sessions as a preventive measure. The patient decided to go to another physician who indicated that there were no alarm signs, so the patient interrupted communication with the health care professional (reported as hcp). On (B)(6) 2025 (reported as the seventh day after the radiesse injection), at the appointment with the health care professional, the patient already presented with bedsores and signs of a lesion in the healing process. The health care professional applied the vascular obstruction protocol with hyaluronidase and saline solution and indicated a hyperbaric chamber, in which the patient was rejected due to uncontrolled arterial hypertension. The patient decided to suspend care with the health care professional and referred to a dermatologist who provided facial care. The outcome of the events remained unchanged. Follow-up information was received on 14-mar-2025: the patient abandoned the consultation of the physician so the physician was not following up with the patient directly. The dermatologist who treated the patient after the hyaluronidase treatment informed that the patient was perfectly fine and 100% recovered, without any details. Due to the provided information, the outcome of the event skin hypersensitivity was considered as resolved, in 2025 (changed from not resolved). The outcome of the event vascular obstruction remained unchanged. In the opinion of the reporter, what happened was not able to cause permanent harm to the patient.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible temporal relationship whereas no precise information was provided on event localization so a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected and injection site hypersensitivity (non-serious) is expected as allergic reaction based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after injection with radiesse. The reported pain was considered to be a consequence of the vascular occlusion and according to the reporter the reported bedsores were considered to be a consequence of the hypersensitivity. The IFU of radiesse warns that an introduction of the implant into the vasculature may lead to embolization, occlusion, ischemia or infarction and to inject the product slowly and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, a vascular occlusion was reported and the patient received comprehensive treatment with a resolved outcome which in the opinion of the reporter was necessary to prevent a permanent damage. Confounding factor includes previous radiesse injection in one month prior in the same area which did not result in any complications. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 24-feb-2025 : the outcome of the events remained unchanged. The event localization was reported as in the injection area based on the wording provided, so the previously reported event occurred in compatible local relationship. The previously reported events of vascular occlusion (serious) and injection site hypersensitivity (non-serious) remain expected based on the currently valid mexican IFU leaflet of radiesse and can occur after treatment with radiesse. The reported event profuse bleeding was considered to be a symptom of the reported vascular occlusion. Possible confounding factors include the patient's previous radiesse injection, which did not result in any complications. However, a contributory role of radiesse cannot be excluded with certainty. In this case, the capillary refill was adequate on the second day after injection and the patient was prescribed acetylsalicylic acid,received hyperbaric chamber sessions as a preventive measure and also applied vascular obstruction protocol on the seventh day after injection as the patient presented sings of a lesion in the healing process with a resolved outcome. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse based on compatible temporal and local relationship. This case remains serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 14-mar-2025: the outcome of the event skin hypersensitivity was considered as resolved. The outcome of the event vascular obstruction remained unchanged. According to the physician, what happened was not able to cause permanent harm to the patient. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case remains serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible temporal relationship whereas no precise information was provided on event localization so a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected and injection site hypersensitivity (non-serious) is expected as allergic reaction based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after injection with radiesse. The reported pain was considered to be a consequence of the vascular occlusion and according to the reporter the reported bedsores were considered to be a consequence of the hypersensitivity. The IFU of radiesse warns that an introduction of the implant into the vasculature may lead to embolization, occlusion, ischemia or infarction and to inject the product slowly and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, a vascular occlusion was reported and the patient received comprehensive treatment with a resolved outcome which in the opinion of the reporter was necessary to prevent a permanent damage. Confounding factor includes previous radiesse injection in one month prior in the same area which did not result in any complications. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 24-feb-2025 : the outcome of the events remained unchanged. The event localization was reported as in the injection area based on the wording provided, so the previously reported event occurred in compatible local relationship. The previously reported events of vascular occlusion (serious) and injection site hypersensitivity (non-serious) remain expected based on the currently valid mexican IFU leaflet of radiesse and can occur after treatment with radiesse. The reported event profuse bleeding was considered to be a symptom of the reported vascular occlusion. Possible confounding factors include the patient's previous radiesse injection, which did not result in any complications. However, a contributory role of radiesse cannot be excluded with certainty. In this case, the capillary refill was adequate on the second day after injection and the patient was prescribed acetylsalicylic acid,received hyperbaric chamber sessions as a preventive measure and also applied vascular obstruction protocol on the seventh day after injection as the patient presented sings of a lesion in the healing process with a resolved outcome. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse based on compatible temporal and local relationship. This case remains serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician via a sales representative and concerns a 55-year-old female patient. She was injected supraperiostic with a total of 3 ml of radiesse into the mandibular arch, jowls and marionette lines, on (B)(6)2025. Batch number was reported as unknown. A 27g needle was used. The patient was previously injected with radiesse into the mandibular, on (B)(6)2025, with no complications. The patient's medical history, allergies, concomitant illnesses and patient medical history that was considered relevant to the symptoms experienced and concomitant medications were reported as none. On (B)(6)2025, 5 days after the radiesse injection, the patient experienced a vascular obstruction. She had moderate pain and skin hypersensitivity. On (B)(6)2025, she had bedsores. Prescribed corrective treatment included aspirin 500 mg, pentoxifilin 400 mg, sildenafil, prednison 25 mg, warm compresses, and 20 ml of saline solution with 1500 units of hyaluronidase were also injected to the filler injection area. The physician considered that permanent damage to a body structure or function was avoided by the corrective measures taken. The patient's health status was good. On (B)(6)2025, the pain remitted. On (B)(6)2025, the patient was going to have next appointment. At the time of this report, the symptoms subsided, only the skin hypersensitivity still continued with the consequences on the skin (bedsores). The outcome of the event vascular obstruction was reported as resolved, in (B)(6) 2025. Due to the provided information, the outcome of the event skin hypersensitivity (bedsores) was considered as not resolved. In the opinion of the reporter, the events were related to radiesse. Follow up information was received on 24-feb-2025: the patient was injected with radiesse into the mandibular angle, double chin and chin, on (B)(6)2025 (reported as 15 days prior to this report). Radiesse was diluted in a 1:1 ratio and injected using a cannula, without any complications perceived. The patient was injected with radiesse for the second time, supraperiosteally into the region of the mandibular angle, prejowl and chin, on (B)(6)2025. Radiesse was diluted in a 1:1/3 ratio and injected using a needle. On (B)(6)2025, on the day of the second radiesse injection, the patient experienced profuse bleeding in the injection areas. On (B)(6)2025, the day after the second radiesse injection, there were no clear signs of obstruction or compression, but there was a sensation of inflammation. Capillary refill was adequate. The patient was prescribed acetylsalicylic acid and hyperbaric chamber sessions as a preventive measure. The patient decided to go to another physician who indicated that there were no alarm signs, so the patient interrupted communication with the health care professional (reported as hcp). On (B)(6)2025 (reported as the seventh day after the radiesse injection), at the appointment with the health care professional, the patient already presented with bedsores and signs of a lesion in the healing process. The health care professional applied the vascular obstruction protocol with hyaluronidase and saline solution and indicated a hyperbaric chamber, in which the patient was rejected due to uncontrolled arterial hypertension. The patient decided to suspend care with the health care professional and referred to a dermatologist who provided facial care. The outcome of the events remained unchanged.